Event description:
A (B)(6) male patient in the (B)(6) experienced bowel obstruction, ischemia or fistula on (B)(6) 2014 (267 days post procedure). The patient was treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 57 mm. The proximal neck had a parallel shape with no plaque/thrombus. The right iliac artery had mild tortuosity, no occlusive disease, and no calcification. The left iliac artery had mild tortuosity, mild occlusive disease, and mild calcification. The patient received a 26 mm x 96 mm main-body device, a 13 mm x 74 mm left iliac leg, and a 13 mm x 90 mm right iliac leg. There was no difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was not used during the study procedure. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks, or thrombus.

Manufacturer narrative:
Lot # unknown as not provided. Exp. Date unknown as no lot # was provided. UDI # unknown as no lot was provided. (B)(4). The event is currently under investigation.